Event description:
A caller reported a cartridge alarm 20 issue, which did not adversely impact the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the customer's pump, as it was under warranty. The customer was advised on receiving a new pump with updated software and to use multiple daily injections (mdi) as backup therapy in the interim. The caller was instructed on how to put the problematic pump into storage mode and to return it to tandem within 10 days to avoid any charges. Additionally, the caller was informed about programming settings and connecting the cgm to the replacement pump, acknowledging and understanding all instructions provided.